Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft break occurred. The physician was treating a calcified lesion located in the left anterior descending artery (lad) with a 2.50x30mm apex balloon catheter. The physician had pre-dilated the lesion with this 2.50x30mm apex balloon and was attempting to withdrawal the device. However, resistance was felt and "slight force" was administered by the physician. As a result, approximately 30mm of the distal section of the device broke off and remained in the patient. An attempt to remove the broken piece with a gooseneck snare was unsuccessful. The physician made the decision to implant two stent grafts to secure the detached piece. There were no further reported patient complications. The patient status is listed as "stable".

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a shaft break occurred. The physician was treating a calcified lesion located in the left anterior descending artery (lad) with a 2.5x30mm apex balloon catheter. The physician had pre-dilated the lesion with this 2.50x30mm apex balloon and was attempting to withdrawal the device. However, resistance was felt and "slight force" was administered by the physician. As a result, approximately 30mm of the distal section of the device broke off and remained in the patient. An attempt to remove the broken piece with a gooseneck snare was unsuccessful. The physician made the decision to implant two stent grafts to secure the detached piece. There were no further reported patient complications. The patient's status is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that a complete circumferential tear had occurred in the balloon material located approximately 8mm distal to the proximal edge of the proximal balloon sleeve. A break was noted in the inner shaft approximately 18.7cm distal to the port. The distal section of the inner break, including the section of the balloon distal to the circumferential tear, was not returned for analysis. An examination of the break site found that the break is consistent with excessive tensile force having been applied to the shaft. The hypotube was found to be kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)